Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 600 mg/dl. The customer was treated with insulin pump. The customer also reported that he had received motor error alarm as well as no delivery alarm. Troubleshooting was performed the drive support cap appears normal. The pump was not exposed to high magnetic field. The customer reports that they are was able to complete pump rewind. The customer was advice to monitor the pump and call back if alarm recurs. The insulin pump will not be returned for analysis.